Event description:
Patient was referred to us by surgeon performing the original procedure at another facility. A few months ago x-ray of the right hip revealed "loosening and fracture of the femoral component of the right hip prosthesis." A few weeks following the x-rays the patient had revision total hip arthroplasty. The fractured stem was removed and replaced by another prosthesis.